Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to video-assisted thoracoscopic surgery, the stapler was not able to fire, the surgeon was not able to press the green button and squeeze the handle. Handle was replaced with a new one to complete the case. There was no patient involvement.